Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s model of pump and pump serial number were provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0209349923, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID 8780, lot# 0209349923, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving bupivacaine (2.1 mg/ml at 1.32 mg/day) and hydromorphone (5.7 mg/ml at 3.6 mg/day) via an implantable pump for unknown indications for use. It was reported that during a planned pump replacement procedure, the pump segment of the catheter was seen to have an area of potential damage. The entire pump segment was removed and replaced. The explanted portion of catheter was to be returned to the manufacturer. There were no known factors that may have led or contributed to the issue. The issue was resolved. The patient was without injury regarding their status as of 2021-nov-12. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0209349923 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter pro duct ID 8780 lot# 0209349923 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter h3: the returned partial catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage / a tear in the seal material in cup of the sutureless connector (sc) near the guide ring. The damage / tear did not result in a leak during the in-line pressure leak test or affect the performance of the catheter in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.